Event description:
A report was received that the patient had a nondevice related infection. It was determined that it was a suture abscess. Symptoms were pus coming out from the pocket incision site and pain around both sites. The patient was admitted in the hospital and was administered with intravenous antibiotics. The patient underwent an explant procedure.

Event description:
A report was received that the patient had a nondevice related infection. It was determined that it was a suture abscess. Symptoms were pus coming out from the pocket incision site and pain around both sites. The patient was admitted in the hospital and was administered with intravenous antibiotics. The patient underwent an explant procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-8216-70, serial #: (B)(4), description: artisan surgical lead, 70cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.